Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that a coil and an introducer sheath were returned for this complaint. The twist lock of the introducer sheath had been opened. The introducer sheath was inspected and no anomalies were noted. The interlocking arm was found detached and missing from the rest of the coil. The coil was returned stretched where the interlocking arm supposed to should be. Microscopic inspection revealed that the delivery wire was not returned. The zap tip has a smooth surface. The interlocking arm was detached and missing. Dimensional inspection revealed that the coil dimensions that could be measured were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ the most probable root cause is considered user related. (B)(4).

Event description:
Reportable based on product analysis completed on 16-jun-2017. It was reported that resistance was felt during insertion of the coil inside the catheter. The target lesion was located in the moderately tortuous iliac artery. A 10mm x 40cm interlock¿-35 was selected to be used for an embolization procedure. It was noted that a severe resistance was felt during insertion of the coil inside the catheter; thus, the usage was stopped. The device was removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that the interlocking arm was found detached and missing from the rest of the coil.